Event description:
The customer reported that the pt was having a reaction to the fresh frozen plasma replacement fluid and it was not resolving during a therapeutic plasma exchange (tpe) procedure. They were 2/3 of the way into the procedure when the pt developed itching on her arms which quickly spread to all over her body, and she developed hives. They paused the procedure and gave the pt IV benadryl but the itching continued to get worse and the pt's blood pressure dropped from 103/72 to 83/40 and her pulse sent from the low 70's to 90's. The customer stated the pt was given a bolus of 700 ml of normal saline and her blood pressure did not respond. They also treated the pt with solumedrol for the hives as she did not respond to the benadryl. The apheresis operator asked the pt about shortness of breath, but the pt denied shortness of breath. The nurse did start the pt on oxygen any way. They then disconnected the pt, and the physician made the decision not to continue the procedure. The pt was left in the care of the nurse on the inpatient unit where she had been a pt. The pt was transferred to the ICU to stabilize her blood pressure after the reaction occurred. The pt was stable and out of ICU as of (B)(6) 2013, and they are going to continue tpe procedures on her. The customer is unable to provide the pt identifier due to privacy rules. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention in the form of IV benadryl.

Manufacturer narrative:
Investigation eval and corrective actions are in-process. A follow-up report will be provided.